Event description:
It was reported keypad inoperable during testing. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported complaint was duplicated. Keypad inoperable issue found during the investigation. Tested every button and keypad button prime, on/off and arrow up were inoperable. Root cause was keypad was defective. Replaced keypad.